Event description:
Litigation and ppd received. Litigation alleges pain and structural damage to the tissue around the hip. Comment: ppd received (B)(4) 2013 indicating patient is bilateral. Litigation was received on (B)(4) 2013; however, there was no indication that the patient was bilateral upon receipt, and the litigation was reported in the left hip complaint under the assumption that there was an error in the litigation regarding the hip side. Should additional information be received, the complaint will be updated at that time.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.